Event description:
It was reported that an o-ring was on the pneumatic tap. Customer was advised to remove the o-ring from the pneumatic tap. Customer went to the emergency room (ER) with a blood glucose (bg) level of 32 mmol/l and a trace ketone level of 0.3 mmol/l. Customer administered a correction bolus and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. No additional information was provided.